Event description:
Analysis of the handheld was completed on (B)(4) 2014. During the analysis, it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician handheld was presenting a "faux contact". It was reported that a replacement would be provided and the handheld will be returned for analysis. The handheld was received for analysis. Analysis is underway, but has not been completed to date.